Event description:
The customer reported that during a procedure, the active waveguide was noticed to have appeared to be bent after 5-6 hours of use. The surgeon touched the waveguide and then a piece of the active waveguide disengaged from the device. The piece did not fall into the patient cavity. The surgical team installed a new dissector onto the system and the procedure was successfully completed. There was no patient injury. The customer has indicated that the device was discarded and is not being returned for evaluation.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.